Manufacturer narrative:
G4:01oct2020; b4:15feb2021. A philips field service engineer (fse) performed an external and internal visual inspection on v60, checked for loose wires, tubing, and everything was connected. Attached patient circuit with the test lung-powered ventilator on, and the customer reported the problem was duplicated; v60 is alarming; alarm led failed. Retrieved the diagnostic report and code consistent with the alarm led failure was found in the diagnostic log indicating of failure. Replaced ui pcba (user interface printed circuit board assembly) and ui to pm pcba (power management printed circuit board assembly) cable per the service manual, and customer reported problem was corrected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06aug2020. B4: (B)(6) 2020. The reported issue could not be confirmed because the customer did not have service performed on the device. There was an issue between the warranty and service contracts and the service order was closed.the device has been taken out of service. A new service order will be opened when the customer is ready to have the device evaluated and repaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:28dec2020. B4:31dec2020. The removed user interface printed circuit board assembly (ui pcba) was returned to the failure investigation lab. The ui pcba was installed into test device and the reported issue was unable to be reproduced. There were no abnormal behavior related to the ui or backlight functions. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
It was reported to philips that the device had a led (light emitting diode) alarm failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.